Event description:
It was reported, by the patient, that there was a loss of therapeutic effect and acute pain that started the day prior to report (tuesday). The manufacturer's representative called and reported that the patient¿s stimulation coverage had changed about one month prior (B)(6) 2014. The patient told the manufacturer's representative that the therapy had become less and less effective. The patient state the pain was tolerable on the date of report, but was unable to sleep the night prior to report, and paced the floor back and forth. The patient had a call into the manufacturer's representative (rep), was act doctor¿s appointments all day on the date of report, and came home but had not heard back from the rep. The patient rarely had to touch the programmer. The patient was getting to the point of ¿agony¿ and was in ¿terrible pain¿ and ¿the device was set so high.¿ the patient described the pain level as ¿at 500.¿if the patient leaned against something, she was okay. The patient stated she ¿did not know what was wrong.¿ there was ¿nothing¿ on the right side and all was on the left side. The pain was on the left hip and radiated around the front after the oncologist on the date of report. There was no sleep and ¿it was hurting kind of like a snake.¿ the patient felt like something ¿made position inside leg¿ that was ¿burning like fire¿ down to the foot. The patient had it on a high level now because it helped. It helped for a while, but ¿on it too much today.¿ it was ¿on it too much knee¿ and the back of knee hurt. The patient stated that everything hurt and ¿was miserable and could not get comfortable.¿ the patient forgot how to use the controller but the husband figured it out and everything was working right with the remote. Brand new batteries were used but the patient was worried to have it high to ¿aggravate things.¿ the patient could roll a bath towel against the door frame and push into the implantable neurostimulator (ins) and, doing this, was able to get the pain to go away. At the healthcare professional¿s (hcp) office, if a hand was put on the back, and ¿pushed up against something¿, it was ¿almost nothing to worry about.¿ however, the patient stated she could not go around like that to help the pain. The patient mentioned she had multiple sclerosis (ms) and secondary addison¿s disease with insufficient adrenals. The patient stated that it may be ¿this.¿ the pain started tuesday ¿but minute.¿ the pain was affecting in areas that it had not before. On the date of report, the oncologist had asked the patient, ¿what that knot was on [the patient¿s] back.¿ the left side had a huge hard knot and was on muscle relaxers. The patient stated she never had a huge hard knot before on the right side like it was now on the left. The patient went to see the doctor several months prior to report but did not have problems at that time. In addition, she went to see the doctor ¿several months ago¿ and stated that the spine was in the ¿shape of an s and was tilted somewhat.¿ the patient stated it was not a problem and that she ¿had on this side before, the other side had the stimulator.¿ the patient had called the manufacturer's representative on the date of report because she was not sure what to do. The patient asked if she should keep the unit high and if she should do the ¿towel thing.¿ it was noted that ¿this came out of nowhere.¿ the patient was going to duke tomorrow for testing for ¿something altogether different.¿ the patient mentioned she saw a doctor ¿a few months back¿ and was informed that she was not a candidate for the same surgery but in a different spot and that her spine was an ¿s and was tilted.¿ the patient had not experienced shocking but was ¿worried it would happen like it did in the past.¿ later, it was noted that the patient was going into get an MRI not related to the manufacturer's device. The manufacturer's representative met with the patient to shut the device off for the MRI. In addition, programming changes were made to decrease the rate by 5hz and pulse width by 30 microseconds. Following the changes, the patient was receiving good coverage. The manufacturer's representative also inquired as to end of service (eos) voltage for the patient¿s device. Refer to manufacturer report # 3004209178-2010-05437 for prior report of shocking.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 399930, lot # j0461513v, implanted: (B)(6) 2005, product type lead. (B)(4).